Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that a capio suture capturing device (type unknown) was used with a polypropylene 48-inch size 0 capio suture during an anterior pelvic floor repair procedure. According to the complainant, the needle of the suture detached inside the patient during the procedure. The break was right at the needle. Three sutures were placed through the arcus tendineus on the patient's right and left side. The needle that detached was from the most anterior suture placed on the patient's left side and became lodged in the patient's tissue. Both palpation and suction were used to locate the needle, but the physician was unsuccessful. The needle was not retrieved from the patient. It is unknown whether this or another device was used to complete the procedure. There were no complications to the patient and the patient's condition at the conclusion of the procedure was reported to be "fine." The patient also had a vaginal hysterectomy and a urethral sling placed during this procedure.